Manufacturer narrative:
The explanted device was inspected prior to decontamination and testing at our post market quality assurance laboratory. A hole in the atrial trip seal plug was observed. Testing confirmed normal electrical function. There was no indication that internal circuit function might have caused or contributed to the observed clinical observations.

Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) took place. At the latest follow up atrial lead impedances were out of range and no sensing was noted. Upon explanting the device fluid was noted in the atrial port. The device was replaced while the lead remained implanted. The right atrial lead is a competitor lead. It was suspected that fluid in the header port contributed to the high out of range impedances. No adverse patient effects were reported.

Event description:
Corrected, pg explantation took place.